Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 117 (mg/dl). When the customer attempted to reload the same cartridge and received a minimum fill notification. Customer was unsure how much insulin was in the cartridge but thought that it was at least close to or more than 90-100 units. The customer declined further assistance and stated a cartridge would be reloaded onto the pump following the call with tandem technical support.